Event description:
It was reported that a patient underwent surgery to fuse t8-l3 using rods and screws. Approximately 2 years post-op, the patient underwent a surgical procedure to remove a broken rod reportedly caused by a motor vehicle accident. The rod was removed and replaced with another rod.

Manufacturer narrative:
(B) (4). The rod has been returned to the manufacturer for evaluation. Visually confirmed rod is broken. Microscopic examination of rod reveals evidence of rod surface gouging/material deformation at opposite ends of fracture; additionally, it displays a fairly flat fracture with progressive striation, which suggests possible fatigue.